Event description:
A company representative reported that the tips of two capri height/angle drivers were observed to be deformed after a procedure during processing. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two drivers.